Event description:
The customer reported poor image quality during lumbar localization procedure. No pt injury was reported.

Manufacturer narrative:
The ge svc rep tested functionality of system. Could not duplicate original reported problem. System operating as intended.